Manufacturer narrative:
The mayfield composite series skull clamp (a3059) was returned for evaluation: device history record (DHR - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned unit was unable to duplicate slippage, and when the clamp is properly positioned and put under pressure, it will not move. However, the unit has a loose rocker arm; therefore, the disk ratchet and retaining ring will be replaced due to preventive maintenance (pm) service. Additionally, since patient injury was reported, the unit was sent to quality engineering (qe) for further investigation; qe confirmed the initial findings with no device deficiencies observed. Root cause - evaluation found no device deficiencies that would have contributed to the reported complaint. The lock has no movement at this time but will receive a pm as a precaution and routine maintenance. Probable root cause of the reported complaint is improper or suboptimal placement of the skull clamp. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that the mayfield composite series skull clamp (a3059) was used for a posterior cervical procedure and the skull clamp slipped which resulted in about an 1.5 laceration to the patient¿s scalp. Four (4) skin staples were used to close the wound. No surgical delay has been reported.